Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the cause of the aortic rupture and subsequent death was caused by procedural factors (expanded valve in the ascending aorta and maneuvering of the already expanded valve into the annulus). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(4), regarding a 29mm sapien 3 transcatheter heart valve, in aortic position, by transfemoral approach. As the aorta and the aortic annulus were severely calcified, difficulty was experienced trying to cross the native valve with the commander delivery system. Operator decided to perform a predilation with a bav balloon accessing from the contralateral side through the right femoral artery. However, when the bav balloon was going to be inflated for the predilation, operator used the inflation device of the commander delivery system instead of the inflation device of the bav balloon. As a consequence, the sapien 3 valve was expanded in the ascending aorta. Operator decided to try to move the already expanded valve into the annulus, and as a result of this maneuver, the stent of the valve ruptured the aorta and patient died of bleeding.